Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: this file was assessed for the necessity of performing a clinical investigation. There was no allegation of a machine malfunction or deficiency reported for this event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue. The completion of a clinical investigation is not warranted at this time. Should additional information become available regarding a serious adverse event experienced by a patient and/or user related to a fresenius device(s) and/or product(s), the need for a clinical investigation will be re-evaluated accordingly.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that they had to disconnect during their peritoneal dialysis (pd) treatment due to an emergency. Details surrounding the emergency are unknown. Several attempts were made for additional information with no response.